Event description:
Patient was utilizing appliances from smiledirectclub to improve the alignment of her teeth. The appliance had an extremely overextended edge that curled into her maxillary anterior gingiva creating a cleft across all of her anterior teeth. She reporting feeling the cut in her gums but thought that discomfort was a normal part of treatment and endured it rather than reporting it. I noted it during her routine 6 month recall and trimmed the appliance and advised her to report the event to the company as it could have permanently altered and damaged her gingiva. Suspect: yes. Primary? Yes. Product type: drug/biologic. Is the product over-the-counter? Yes. Event abated after use stopped or dose reduced? Yes. Therapy duration: six month.